Manufacturer narrative:
Concomitant medical products: 4524-53 lead, implanted: (B)(6) 1997. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds with no capture. It was also noted that during implant the experienced placement difficulty due to patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.